Manufacturer narrative:
Continued section e1 (phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & lymphadenopathy.

Event description:
Healthcare professional reported left side rupture, deformity and "the lymph node on the left is structural 2.5x0.5 cm" (captured as lymphadenopathy). Additional report of cysts has been deemed not device related. The device has been explanted.